Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone control ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone 16.1. Cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 24 and 36 hours. In addition, the patient reports the pods adhesive had separated from the pod infusion site (leg), causing the cannula to become dislodged. In addition, the patient reports the pods cannula was found to be bent. As treatment, the patient applied a new pod.